Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the implantable cardiac monitor exhibited false pause episodes due to signal dropout. The patient exhibited possible twiddler's syndrome as the patient would continuously rub the implanted device. Additional episodes were noted as the patient manipulated the device. Programming changes discussed. No intervention reported. The patient was stable throughout and will continue to be monitored.